Manufacturer narrative:
(B)(4). The component has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that the staff was programming the pump/setting up when they noticed that the cord had gotten hot. When the adaptor was unplugged from the wall, they also noticed that the ground prong was blackened. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the component and found it was out of specification in relation to the reported symptom. Evaluation confirmed the reported symptom "the ground prong was blackened" through observation of a blackened stabilizing ground pin, but did not confirm or reproduce the reported symptom "the cord had gotten hot". Evaluation found the power cord to remain at normal temperature while plugged into an outlet and the power cord passed a continuity test. The power cord was replaced.